Event description:
It was reported that the ok button was unresponsive, required several presses on the keypad to get it to respond and caused scrolling. It was also reported that the pump was worn in a case in a pocket and was not cleaned.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 12/01/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and contrast buttons were intermittently responsive to button presses on the keypad. There was evidence of keypad adhesive found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.